Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pocket infection occurred. Drainage and incisional wound opening were reported. A culture was taken from the device pocket and an infection was confirmed. It was noted, the health care provider (hcp) felt that the patient had been accessing his own pump. There was only one refill performed "so it shouldn't have but a couple of sticks and it looked like many more". The hcp felt this was possibly the cause of the infection. Antibiotic treatment was necessary. It was reported, the pump seemed to be working properly however, the hcp wanted the pump evaluated and the "contents to be checked". The pump and catheter were removed. The device system was used to deliver dilaudid. It was later confirmed the date/onset of the infection was 2013-04-26.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that there were no patient injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.